Manufacturer narrative:
The insulin pump was received with alarm during self-test and unable to communicate with test glucose meter due to faulty connector on radio frequency board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and error test. No bolus anomaly noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Customer reported that meter was not communicating with insulin pump and insulin delivery temporarily stopped. Insulin pump failed self-test. Customer's blood glucose was 127 mg/dl. Insulin pump would be replaced.